Manufacturer narrative:
System manufacturing records were reviewed, and no issues were identified. Bronchoscope manufacturing record review could not be completed, as the scope was discarded and logs were unavailable. The scope was not returned, and failure analysis of the device confirmed it passed final qa/qc testing. The physician did not attribute the injury to the galaxy system, noting it was procedure-related and associated with the patient's prior right pneumonectomy. The physician also noted the case should have been performed in an or due to elevated risk. The event is consistent with known risks of bronchoscopy in post-pneumonectomy patients. This complaint is reported due to the following conclusions: a pneumothorax and cardiac arrest occurred following a galaxy-assisted procedure. The patient was resuscitated, a chest tube was inserted, and they were admitted to the ICU before being discharged in stable condition after several days. The physician did not attribute the event to the galaxy system, determining it was procedure-related and associated with the patient's prior right pneumonectomy. The physician further noted that, given the high procedural risk, the case should have been performed in an operating room. No malfunctions were reported.

Event description:
The patient experienced a cardiopulmonary arrest ("coded") due to a collapsed lung. The patient was successfully resuscitated, a chest tube was inserted, and the patient was admitted to the ICU for observation. The patient was discharged after a few days in stable condition. No malfunctions were reported.